Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm diameter abdominal aortic aneurysm. Short aortic neck. A pig tail catheter was advanced to the level of the renal arteries. An angiogram was performed showing the proximal landing zone to be 10-12mm in length. The physician chose a 28x16x166 endurant stent graft. The stent graft was deployed at the level of the left lowest renal artery with no issue and the contralateral gate was cannulated after using several catheters and wires. An angiogram through the left sheath was performed and the left hypogastric was marked. The physician used a 16x16x156 endurant limb lined up from the flow divider to just proximal to the left hypogastric artery. The remainder of the 28x16x166 was deployed and the delivery system was removed without issue. A sheath was placed and the physician performed an angiogram through the right sheath and the ipsilateral limb was extended using a 16x16x93 endurant stent graft. The stent grafts were ballooned with a reliant balloon with no issue. The reliant balloons were removed and replaced with a pig tail catheter. An aortogram was performed revealing that the graft was in proper position distal the renal arteries and proximal to the right and left hypogastric arteries. It was reported that the angiogram also revealed a proximal type I endoleak mainly from the left edge of the graft. The physician decided to use aptus endoanchors to corrected the proximal type I endoleak. The endoanchors were mainly placed along the left side of the graft anterior and posterior with 3 placed on the right of the graft. The guide was removed and replaced with a pig tail catheter. The aortogram showed a minor blush; the angiogram was repeated showing a type ii endoleak from a lumbar. The physician ended the procedure by stenting calcium in the left external iliac artery with another manufacturer's 10x60 smart stent. The stent was ballooned with a 8x4 balloon. The post angiogram was acceptable to the physician and at that point the physician completed the procedure by removing the endovascular delivery systems and closed the tissue and skin without issues. The physician stated the cause of the event was anatomy related; short aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary review of two still angio images during the index procedure showed that the patient had an endurant stent graft system implanted. The lowest renal is on the left side. The bifurcate was implanted with the top of the graft fabric just below the left renal. The images provided only showed the bifurcate main body portion, so the distal portion such as the limbs of the stent graft system could not be assessed. The bifurcate was essentially straight l-r. The proximal bifurcate od measured ~ 20 mm l-r, at 10 mm below was also ~ 20 mm, and at 15 mm below the bifurcate od expanded to ~ 38 mm l-r. Contrast injection with the injector placed above the suprarenal stent showed contrast outside of the sent graft at the proximal aneurysm sac. The contrast was seen along the right side of the bifurcate main body from a possible proximal type I endoleak. A total of eight endoanchors were seen implanted into the proximal margin of the bifurcate main body. Five of the endoanchors were implanted on the left side and three of the endoanchors were implanted on the right side. Contrast injection with the injector placed above the suprarenal stent after implant of the endoanchors showed no obvious contrast at the proximal aneurysm sac. The possible proximal type I endoleak appeared to have resolved. No other obvious stent graft issues were observed. The reported type ii endoleak was not observed in the images provided. The exact cause of events could not be conclusively determined from the limited two still angio images provided. The two images returned confirmed that there was contrast outside of the stent graft at the proximal aneurysm sac. The contrast was seen along the left side from a possible proximal type I endoleak. The images provided did not show any obvious characteristics that could explain the cause of the events. The bifurcate main body was essentially straight l-r. Pre-implant anatomy information and additional films at implant were not provided for review and comparison. The complete anatomy information and stent graft in-vivo configuration could not be assessed from the images provided. If information is provided in the future, a supplemental report will be issued.